Event description:
Initial info for this serious unsolicited report was reported by local health authority ((B)(6)) via a pharmacist and forwarded by affiliate ((B)(4)). This case involves a (B)(6) female pt who was diagnosed with non-hodgkin lymphoma (nhl) in (B)(6) 2011. The consumer was suspecting that nhl is an adverse reaction of cosmetic product polymethylmethacrylate (artecoll) injected about 5 yrs ago (2007) or poly-l-lactic acid (sculptra) injected about 13 yrs ago (1999). These products were suspected because nhl is situated at the same place where injections were given. No interaction with other health product was suspected. No further info was available at the time of this report. No medical history or concomitant medications were provided. Corrective treatment: unk. Action taken: not applicable. Outcome: unk.

Manufacturer narrative:
Pharmacovigilance comment: (B)(4) comment dated (B)(4) 2012: the pt was diagnosed with non hodgkin's lymphoma 12 yrs after receiving sculptra. Even though nhl is situated at the same place where injections were given the causal relationship appears to be unlikely as sculptra is expected to stays locally in the body only for 2 yrs. The use of cosmetic product polymethylmethacrylate (artecoll) by the pt might have triggered the development of the event. Add¿l medical info such as relevant medical history, concomitant drugs and treating physicians opinion will be required for further assessment of the case.